Event description:
It was reported to boston scientific corporation that the two spyscope ds ii complaints were used during a cholangioscopy procedure for the treatment of stones performed in the duodenum on (B)(6) 2024. During procedure, the spyglass stopped working when using electrohydraulic lithotripsy (ehl.) The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned spyscope ds ii was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A live image was seen upon insertion of the device and there were no changes to the live image throughout testing. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that the two spyscope ds ii complaints were used during a cholangioscopy procedure for the treatment of stones performed in the duodenum on (B)(6) 2024. During procedure, the spyglass stopped working when using electrohydraulic lithotripsy (ehl.) The procedure was not completed due to this event. There were no reported patient complications as a result of this event.